Manufacturer narrative:
One sample model 42100e-07, lot 24059523 was returned for investigation. The set was examined for defects and abnormalities. The back check valve is inverted. No other defects or abnormalities were observed. The set was attempted to the flushed with water. The customer complaint was verified and a quality notification was sent to the manufacturer. The manufacturing plant found the root cause for the inverted component to be related to incorrect assembly practice. The plant did not take any actions to address the failure as the line for material 42100e-07 was reactivated at a different bd plant, starting march 10th, 2025. The plant that produced this batch is no longer producing the material number. The plants are in communication regarding all quality issues during the changeover. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite gravity set had flow issues. The following information was received by the initial reporter with the following. It was reported by the customer that is defective and wouldn¿t flow the fluid. It went in the drip chamber but wouldn¿t flow down the rest of the tubing.